Event description:
It was reported to philips that the device is exhibiting "battery issues". No further failure mode suggestions were provided by the customer. There was no reported patient involvement/adverse patient impact.